Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted and the patient was discharged from the operating facility, the lens was noted to be dislocated. The patient was taken back into surgery and the lens was exchanged for another model of lens. Additional information was requested.